Event description:
The angiojet machine/system were set up and ready to use on a case. The staff encountered an "over pressure" error. Set-up was checked twice & error continued. The pump-set and catheter were changed. Error still occurred. The possis tech support line was called. Staff was assisted in "over-riding" the error by opening the back of machine & flipping switches. The next day, the pump set was tested on another angiojet machine & failed again. The company rep arrived, tested same pump-set on original machine but with new catheter and could not replicate error message. The machine itself was also checked at this time and no deficiencies were identified.

Event description:
The evaluation consisted of a review of the event, a review of the medical outcomes, and a technical evaluation of the suspect pump set. Angiojet thrombectomy was delayed by the event but was successfully completed with help from possis technical service staff. No serious adverse medical outcome was associated with the event. The angiojet risk analysis documents for coronary thrombectomy list delay in treatment as a 'marginal' clinical effect; in other words, an event not resulting in death, serious injury, or need for intervention. Evaluation of the pump set using the same drive unit used during the event was unable to verify a failure condition and, on the contrary, verified that the pump set and drive unit operated as intended and within specification. Company has included the info for use for the pump set, the drive unit, the xmi-rx catheter model used during the coronary procedure. The clinical site retained the pump set for internal risk management reasons. It was not returned to possis medical inc. However, possis did evaluate the pump set at the user facility. The pump set operated as intended and within specification. Angiojet labeling does not state the frquency or severity of under or over pressure alarms but does state that under or over pressure alarms may occur. An under pressure alarm means that either pump peak pressure or rate of pressure increase is below a set limit. An over pressure alarm means that the pump peak pressure exceeds a set limit. Page 13. Section 7.6 of our drive unit operator's manual defines these alarms and gives possible solutions to resolve an alarm. In addition, a technical service phone number is provided to assist in resolving any such alarms. Possis internal complaint trending shows that under pressure alarms occur more frequently than over pressure alarms. The complaint rate of pump set under pressure alarms was 0.41% (206/50298) for 2004. Pump set under pressure alarms did see an increase for 4 months in 2004, but the complaint rates have since returned to normal: approx. 6 a month. The complaint rate of pump set over pressure alarms for 2004 was 0.03% (16/50298). The complaint rates for pump set over pressure alarms were consistent during 2004 at approx. Two per month. Company's pump set cea (104428-001) risk assessment rates a delay in treatment as a marginal severity. Marginal is defined as "clinical complications not listed as catastrophic or critical"; in other words, an event not resulting in death, serious injury, or need for intervention/surgical repair.site experienced persistant under pressure alarm during set-up. Tech support was contacted. The case was completed. Field clinical visited site in 2004. Drive unit operates within factory specs. Works in model 33 with multiple demo catheters and with the saved "defective" pumpset. Clinical specialist was unable to test problem pump-set with the rxxmi catheter used during the case in question. The problem pump-set operated at .54 kpsi without on attached catheter. Clinical specialist was unable to return pump-set to home office because clinical site wished to keep pump-set for internal risk management. Field clinical did demonstrate to dr. And the working pump-set. It was determined by discussion with site that add'l training should take place. Although it is not known if the incident was related to set-up issues. Dr did state the problem caused a delay of treatment and such a delay is not beneficial to revascular; zayion goals. Although in this case lab studies did not show damage of any significance. Pt called with underpressure problems, facility tightened the high pressure nut and case proceeded. Unit persisted with underpressures had to turn the alarms off to allow pressure to maintain over 7.00 ? Called clinical but they are going through hurricane ivan and will visit when they can. Pt called with underpressure problems, facility tightened the high pressure nut and case proceeded. Unit persisted with underpressure had to turn the alarms off to allow pressure to maintain over 7.00? Called clinical but they are going through ivan and will visit when they can. Site experienced persistent underpressure alarm during set up. Tech support was contacted. The case was completed. Field clinical visited site in 2004 drive unit operates within factory specs works in mode 1 & 3 with multiple demo catheters and with the saved "defective" pump set. Clinical specialist was unable to test problem pump set with the rxmi catheter used during the case in question. The problem pump set operated at .54kpsi without an attached catheter. Clinical specialist was unable to return pump set to home office because clinical site wished to keep pump set for internal risk management. Field clinical did demonstrate to dr. And the working pump set. It was determined by discussion with site that add'l training should take place. Although it is not known if this incident was related to set up issues. Dr did state the problem caused a delay of treatment and such a delay is not beneficial to revascularization goals. Although in this case lab studies did not show damage of any significance.